Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set that led to this alarm. Renal therapy services (rts) advised the nurse to place a minicap on the transfer set and to cycle power off and on to clear the alarm. Proper procedures per the user manual were reviewed with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.